Event description:
Reporter stated that a pt capillary sample was measured, using the inform system with a blood glucose result of 22 mg/dl. Within 10 minutes, a venous sample was reportedly obtained from the same patient and, when tested in the facility's lab, measured 222 mg/dl. Reporter did not know if pt was treated based on the value obtained on the inform system. No patient injury was reported. The discrepant result was obtained in a hospital. Both quality control tests and linearity tests were reportedly performed on the inform system and the results were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped. Inform system: comfort curve strip lot 549528 with expiration date 03/31/2008.

Manufacturer narrative:
The comfort curve test strips are the suspect device.